Event description:
2012-(B)(6): patient reported that they had a loss of therapeutic effect. Pt had urinary frequency about every 30 min. It was noted that the symptoms occurred after a fall, one month ago. The patient changed their program from p4 at 2.3v to p3 at 2.9v. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 (B)(4) lead model 3889-28 lot# v589242 implanted: (B)(6)-2011 explanted: na.

Event description:
Additional information received reported that everything was fine. The patient had not had any problems with his therapy since speaking to the manufacturer's patient services.